Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery cap, minor scratched display window, cracked battery tube threads, cracked case at display window corners, and cracked reservoir tube lip. The device had a blank display due to battery tube connector not plugged in properly.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 139 mg/dl. During troubleshooting, customer stated that contacts on battery cap were damaged. Battery cap was sent to customer. After receiving battery cap, customer states that display screen did not return. Customer's blood glucose was 315 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.